Event description:
A total hip arthroplasty was revised because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
Unable to investigate report as specific info was not provided. Manufacturing facility made repeated attempts to obtain device info.